Manufacturer narrative:
A lead was returned for analysis in two segments. The damage found was sustained during procedure. The lead was normal and no anomalies were noted.

Event description:
It was reported that the asymptomatic patient presented in clinic for follow up. Upon interrogation, the right ventricular lead exhibited high capture threshold. All other electrical measurements were in range. During a normal device change out procedure, the lead was explanted. The lead tip broke off and remained in the body. The lead was explanted successfully and replaced. The patient was in stable condition post operation.